Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, reportedly the screw head of the matrix pedicle screw disassembled and the tip of the holding sleeve broke off. During screw insertion with great angulations and resistance of the soft tissue, midline incision, the tip of the holding sleeve broke out of the prime lock part of the bone screw. In addition, the premounted screw had dislocated from the bone screw. This is 2 of 2 reports for the same event, complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was performed and the report states the following: avalign technologies - nemcomed manufactured the locking holding sleeve long ¿ for matrix. Due to an unknown cause, the threaded tip broke. The material of the inner sleeve was confirmed to be within specification as well as the major diameter of the threads. The threaded tip depth and location were unable to be verified due to the damage on the tip. The parts all passed inspection at the time of manufacturing. This complaint is indeterminate from a manufacturing position. Further, a review of the device history records (DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Event description:
This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.